Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in anterior side assessed as surgical damage. Broken in radius side assessed as fold flaw opening. Missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Wear abrasion are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade IV. Device has been explanted.